Event description:
The rptr stated that the mother did meter to lab comparison tests. Mother went to the lab where test result was 172 mg/dl. Then at home, less than 30 minutes later, had a meter reading of 104 mg/dl. Mother did not have any symptoms. No harm was alleged.